Event description:
Type 1 diabetic using dexcom g7 cgm device. Device has often failed in the middle of the night, allowing insulin pump to continuously give me insulin when not needed. Understand that it happens every once in awhile. However, when I have called the company to get a new device, since the ones I keep getting are failing, they have told me they cannot give me any more devices. Dexcom stated I needed the previous devices serial # in order to get replacement devices. Places to get serial number -from the box (that gets thrown out after use - not held onto for 10 days) -dexcom app (it disappears once the device fails) -cannot screenshot it (screenshot are not allowed within the app, it is a device that is connected to their web-servers through my cellphone) dexcom's computer systems. Seems to be very problematic and a bit insane...that a medical company keeps sending out devices with issues & will not replace them. At very least the piece of information they require to send a replacement should be on the device itself, not hidden away.